Event description:
A patient underwent a lateral lumbar interbody fusion at l2-5 and percutaneous posterior spinal fusion at l2-5. At the conclusion of the case, two burns were noted on the right posterior leg at the site of the bovie grounding pad. Used in conjunction with: manufacturer: medtronic type: electrosurgical generator.